Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the tbm experienced the smart device did not alert when set to vibrate mode. No additional patient or event information is available.